Event description:
Pt admitted to hosp due to increased heart rate. Cause is believed to be that dosage infused quicker than it should have. Unable at this time to evaluate pump; it has not been returned yet. This was third pump that pt had in as many weeks. Nursing believes spouse of pt may have tampered with infusion device.